Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent act and up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.